Event description:
It was reported that during a cholecystectomy, clip jumped out from the jaws and dropped into the pt's body. Another device was used to complete the case. There were no adverse consequences to the pt. Device will be returned.

Manufacturer narrative:
Info anticipated, but unavailable at this time.